Event description:
Loss of osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, immediate implantation, pain, inflammation, mobility.